Manufacturer narrative:
The pump did not have an unexpected restart alarm. The pump passed unexpected restart error alarm test and self -test. No frozen screen. However there was intermittent button response due to corroded button keypad trace. The pump had a scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call they had frozen display. The blood glucose at the time of the incident was 220 mg/dl. The customer states they have issues with the pump alarming unexpected restart and not being able to clear it. The customer sates the numbers are not ramping or scrolling. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.